Manufacturer narrative:
Product has not been received by manufacturer at the time of this report. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: clips kept dropping off applier and some fell into the patient who was having a laparoscopic orchidopexy. Clips were retrieved and another applier was used which worked fine. No patient injury reported.